Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned, but not in the original package. The part was verified to be a hahn tapered implant 3.5 mm x 11.5 mm (70-1154-imp0006) using radiographic template. The returned implant had no defect or non-conformity. The threads and internal features were intact. Bone debris was observed from the implant. Root cause: "loss of osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for loss of osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the loss of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Smoking is known to inhibit local wound healing and may affect survival of implants. Smoking has a strong influence on the complication rates of implants. It causes significantly more marginal bone loss after implant placement, increased the incidence of peri-implantitis (deep mucosal pockets around dental implants, inflammation of the peri-implant mucosa, and increased resorption of peri-implant bone) and affects the success rates of bone grafts.

Manufacturer narrative:
The device has been returned but not yet investigated. If/when the investigation has been completed a supplemental report will be submitted. The patients' weight is not provided as it is not taken at the time of the appointment.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone grade type ii. The patient has a medical history of high blood pressure, high cholesterol and is a smoker. The patient presented on (B)(6) 2019 for primary procedure on tooth # 24. The patient returned on (B)(6) 2020 claiming the implant did not feel secure. On (B)(6) 2020 before the second stage of surgery the provider notes a loss of osseointegration. It was at that time the device was removed. The provider notes "the implant will be placed at a later date".